Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not giving a low reservoir warning. The customer reported that the low reservoir warning was on. The customer's blood glucose was unknown at the time of incident. The customer stated that the displacement test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test due to motor encoder out of phase. Unable to confirm low reservoir or empty reservoir alert due to motor encoder out of phase. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.